Manufacturer narrative:
The reported ¿connection issue¿ was not confirmed. Analysis of the returned ipg found no anomalies and the device communicated with all lab utilities. There were no communication issues during analysis and when reviewing the logs the patient did not have any issue with communication. The root cause, at the time of the allegation, is consistent with being environmental.

Event description:
It was reported prior to the procedure the ipg was having difficulty staying connected and the patient is experiencing ineffective stimulation. Surgical intervention took place wherein the ipg was explanted and replaced to address the issue. Surgical intervention may take place at a later date to address the lead for ineffective stimulation.

Manufacturer narrative:
Date of event is estimated.